Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized for the peritonitis event. The patient was treated with injection fortum (1 gram, once a day, route not reported), intraperitoneal (ip) injection of vancomycin (1 gram, every fourth day) and ip injection of amikacin (500 milligrams, frequency not reported) for peritonitis. Antibiotic treatment was ongoing. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The event onset date was (B)(6) 2018, previously reported as (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.